Event description:
It was reported that a patient had a ventricular tachycardia event at approximately 13:50, however, no alarm was heard. The strip did not print until 14:40. No patient injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.